Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline embolization device will not be returned for evaluation as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. The pipeline flex instructions for use (IFU) advises, ¿resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device.¿ and ¿the system is designed to allow for 2 full cycles of resheathing of the embolization device. Resheathing the embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿

Event description:
Medtronic received information that during a flow diversion procedure to treat an internal carotid ophthalmic (ic-oph), saccular, unruptured aneurysm, the pipeline did not open completely. A section of the distal end of the device did not open, though the physician repeatedly pushed the pusher and unsheathed the device. The pipeline was removed from the patient, and new pipeline was used without any problem. The vessel had a medium level of tortuosity, and was medium size in diameter. No patient injury was reported.